Event description:
Pt had an ICD inserted. Since that time, ICD has shocked heart 3 times in 03/2001 at 11:00pm, 12/2001 at 9:30pm and 02/2002 at 9:45pm. Each time pt was in front of a speaker and nearby amplifier of a dj. Pt was dancing 2x's and another time just finished dancing. Pt did not have shortness of breath or any chest pain. Pt has exercised many times at higher rates, but not in front of a speaker, amplifier without receiving any shocks. They brought this to the attention of cardiologist each time, who is the one who inserted the ICD, and he said the speaker and/or amplifier did not cause the ICD to trigger. Last maximum heart rate set from 165 to 185. Besides the jolt of the shock to heart pt felt fine before and after the heart shock. Rptr is submitting this report because they feel further testing should be done on whether speakers and/or amplifiers are triggering ICD's to deliver shock therapy. If so, there should be a general warning to the public.

Event description:
The model number of the device listed in the medical device report is model 1861. Add'l info rec'd from MFR 08/05/02. Guidant received info that this implantable cardioverter defibrillator (ICD) and lead system delivered inappropriate shock therapy to the pt, while the pt was in close proximity to stereo amplifiers. Guidant received info from the pt indicating that the pt was asymptomatic prior to shock delivery. Guidant did not perform any failure analysis testing on this ICD, as the device currently remains implanted in the pt. Research conducted by guidant's engineering dept has identified that various sources of electromagnetic interference (emi) may cause a pulse generator to deliver inappropriate therapy or inhibit appropriate therapy. Based on this info, guidant included info in the physician manual for this device under the "precautions" section, which advises pts to avoid various sources of emi. Guidant is unable to confirm whether any source of emi impacted the appropriateness of therapy delivery for the device described in this medwatch as guidant has not received any electrograms for review. However, info reported to gudiant indicated that the pt was scheduled for a follow-up visit with the pt's physician to further evaluate the performance of this device. Guidant received info about the event described in the medical report on may 17, 2002. The device remains implanted. Info reported to guidant indicates that the pt is scheduled for a non-invasive device/lead assessment.